Event description:
2022-sep-12 00746742 (): medtronic received information regarding a navigation system being used in a spine surgery. It was reported that the universal drill guide (udg) was 3 millimeters inaccurate. The site stated that the pointer was accurate. However, they believe there was a software bug. There was less than an hour delay in the case. No reported impact to the patient. 2022-sep-15 e1 rep: additional information was received stating that the manufacturer representative (rep) went to the site on september 13, 2022. They checked the navigation system accuracy in combination with the imaging system and the instruments, including all universal drill guide (udg)s. The system was working correctly with no problems. All instruments were working correctly. The inaccuracy during the surgery was assumed to be caused by the incorrect use of the instruments. Probably semi attachment of the spheres on the udg or semi attachment of the tracker caused the problem, since the inaccuracy could be replicated by this incorrect use of the instruments when the rep was at the site testing the system. 2022-nov-14 e2 (rep, for): no new information.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: sw app 9735762 stealth s8 app version 1.3.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a spine surgery. It was reported that the universal drill guide (udg) was 3 millimeters inaccurate. The site stated that the pointer was accurate. However, they believe there was a software bug. There was less than an hour delay in the case. No reported impact to the patient. Additional information was received stating that the manufacturer representative (rep) went to the site on (B)(6) 2022. They checked the navigation system accuracy in combination with the imaging system and the instruments, including all universal drill guide (udg)s. The system was working correctly with no problems. All instruments were working correctly. The inaccuracy during the surgery was assumed to be caused by the incorrect use of the instruments. Probably semi attachment of the spheres on the udg or semi attachment of the tracker caused the problem, since the inaccuracy could be replicated by this incorrect use of the instruments when the rep was at the site testing the system.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.